Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2015. Dexcom technical support advised patient to test the alert functionality, patient reported alerts did not function. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.